Event description:
IV channel keeps beeping "occluded patient side". No occlusions found, IV free flows when taken out of channel. IV is patent. Tried taking channel off and putting it back on again and it still will not flow. Numbers of IV tubing packaging are as follows: lot: (10) 18093008 exp: 09-02-2021. Number on top of sticker: (B)(4). Diagnosis or reason for use: chemotherapy medication. Event abated after use stopped or dose reduced: yes.